Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -11.50/1.0/100 , (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6)2019. Excessive vault was observed. Lens remains implanted. Cause of the event is reported as unknown.